Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an optical sensor failure alarm generated and loss of arterial waveform/numbers on the iab pump (iabp). There were no recent activity/damage reported to the console. The emergency service specialist guided them through the process of switching to the transduced fluid lumen which was successful. There was no reported injury to the patient.